Event description:
The sales representative reported that the surgeon was placing a medpor titan posterior implant during a cranioplasty. After surgery was completed the patient expired. The cause is believed to be due to heart failure. The sales representative reported that the patient passing had nothing to do with the implant.

Manufacturer narrative:
The device history records were reviewed and all processes and test criteria have been verified as complying with the medpor implant specification. Other text : device not returned.